Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), adenomyosis ("adenomyosis /adenomiosis"), depression ("depressed"), anxiety ("anxious"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse);"), loss of libido ("zero sex drive"), alopecia ("hair loss") and feeling abnormal ("going crazy") and was found to have weight increased ("weight gan"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, adenomyosis, depression, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, loss of libido and feeling abnormal outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, loss of libido, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement; in 2012: total bilateral occlusion on 2012.. Concerning the injuries reported in this case, the following ones were added from social media: loss of libido , alopecia , feeling abnormal . Most recent follow-up information incorporated above includes: on 8-may-2019: pfs and social media were added. Event:abnormal bleeding (vaginal, menorrhagia); hysterectomy (partial); psychological or psychiatric problems: anxiety, depression; reproductive system disorder or condition: adenomiosis; salpingectomy (bilateral removal of fallopian tubes); dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain , loss of libido, alopecia, feeling abnormal were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), adenomyosis ("adenomyosis"), depression ("depressed") and anxiety ("anxious"). The patient was treated with surgery (hysterectomy with removal of the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, adenomyosis, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.